Manufacturer narrative:
Investigation summary: one sample was returned to the (B)(4) plant for evaluation. It has a piece of black foreign matter on the hub that appears to be a combination of lube and dust therefore failure mode is verified. Probable root cause is the foreign matter came from the assembly line. Qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: a DHR review was performed on packaged batch 7023586, and assembly batches 7024511 and 6363511. Daily cleaning was performed four times, and weekly cleaning once during the packaging of this batch. Daily cleaning was performed 37 times during the assembly of the needles. Investigation conclusion: probable root cause is the fm came from the assembly line. If corrective/preventative action not required, provide rationale: this is the first complaint we have had for this defect and this batch. The assemblies used totaled (B)(4). One defect for fm is a defect rate of (B)(4). Our aql for fm ¿ non-fluid path is (B)(4). Although the fm does not meet our specification, neither does it exceed our aql for fm. No CAPA will be initiated at this point.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the outside of the needle of the bd¿ blunt fill needle. There was no report of injury or medical intervention.